Manufacturer narrative:
A review of the system and instrument logs for this procedure was performed and no relevant errors were observed during this procedure. Additionally, the cadiere forceps instrument was used in a subsequent procedure on (B)(6) 2024. A review of the site's complaint history shows no additional complaints were made for this instrument.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder and enlargement enterocystoplasty, the cadiere forceps instrument jaws became stuck on a vein while the surgeon was performing compression of heavy pelvic venous bleeding. The surgeon was attempting to ligate the vein with the cadiere forceps instrument. The cause of the bleeding is unknown. The surgical staff used the instrument release kit (irk) to remove the cadiere forceps instrument from the vessel. It was reported that the bleeding lasted longer due to the instrument becoming stuck and unspecified damage to the vein occurred. It was reported that this event caused a 15 to 30 minute delay. There was no unexpected tissue removal due to the issue with the cadiere forceps instrument. The patient lost over 900ml of blood and received transfusions. The surgeon used a vicryl thread ligature to resolve the bleeding. Another instrument was installed and the procedure was continued and completed as planned.